Event description:
It was reported that high capture threshold was noted during routine follow up. X-ray was inconclusive. Programming changes were made and the patient was brought back in for lead replacement. An attempt was made to extract the lead and implant a new one, but the procedure was unsuccessful due to vein occlusion. The system remains implanted at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.